Event description:
It was reported, the valve was explanted approximately ten years postoperatively due to severe aortic insufficiency and reduced left ventricular systolic function. The valve was explanted and sent to microbiology to rule out endocarditis. It was replaced with a 23 mm sjm regent valve. The patient was coagulopathic at the end of the operation, with severe cytopenia and disseminated intravascular coagulation. An intraaortic balloon pump was placed and maximum inotropic support was required postoperatively, the patient was transferred to the intensive care unit in critical condition.